Event description:
It was reported that insulin was gushing out when the customer holds down the activate button. The blood glucose reading was 411mg/dl. The caller also mentioned that the insulin pump was stuck on the bolus delivery loop. Advised the mother that the insulin would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had broken belt clip slot, cracked on reservoir tube lip and scratched display window.